Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cartridges for 4 days. Tandem technical support informed customer that cartridges with novolog insulin should be changed every 3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.